Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient was seen in clinic for follow-up. The pulse generator was in backup operation. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found the pulse generator was in backup mode due to multiple bit flips and normal elective replacement indicator.